Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation concluded the switches on the front panel were intermittently inoperable. There was minor cosmetic damage, the power switch was updated and had a non-olympus lamp. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the switch on the front panel does no operate on the visera xenon light source. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon could not be confirmed, and it could not be determined whether the indicated phenomenon was caused by a malfunction of the subject device. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.